Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead's svc coil impedence was greater than 200 ohms and a fracture was questioned. Lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high lead impedance measurement. An out of tolerance subthreshold lead impedance patient alert observed on (B)(6) 2010. Rise in svc defib lead impedance is confirmed to rise above 16000 ohms on the daily hv lead impedance trend on (B)(6) 2010.